Event description:
New information noted that the device was explanted and replaced on (B)(6)2021. The patient status is unknown.

Event description:
New information noted that the patient status is stable.

Manufacturer narrative:
The reported events of incorrect measurement, premature battery depletion, longevity, and diagnostic anomaly were not confirmed. The device was received with battery voltage at end of service level in line with projected longevity. Review of the device image indicates there was false elective replacement alert in the field consistent auto-capture and high output mode condition. When automatic settings are programmed, such as auto-capture, the device output would adjust itself to accommodate the patient¿s needs for pacing and thus affect the estimated longevity of the device. Results from electrical tests performed under nominal conditions indicated normal functionality. Additionally, evaluation of the device under various pulse amplitudes measured normal current levels and no indication of premature depletion noted. Longevity assessment was performed, and the device exceeded projected longevity indicating normal battery depletion.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the pacemaker had overestimated the battery longevity. No changes or interventions were reported. The patient condition was stable.